Manufacturer narrative:
The customer¿s report of a free flow event during an infusion was not confirmed. Review of the pump module event log shows that on (B)(6) 2018 at 8:01 am the module was programmed at a rate of 36ml/hr with a vtbi of 85ml. At 8:02 am, the pump alarmed for flow stop open. Two seconds later the pump door was closed. The infusion was restarted. A second flow stop alarm occurred within a few seconds. The pump door was opened and closed and the infusion was restarted. At 8:03am, the pump was channeled off. The total volume infused was 0.6ml. Rate accuracy testing was performed and the device was within specification. There were no instances of free flow noted during testing and no leaks in the tubing. The root cause of the customer¿s report of a free flow event was not determined.

Event description:
The customer reported that the nurse entered the patient's room and noticed that the IV infusion was free flowing. The nurse immediately stopped the infusion and disconnected the pump. There was no patient harm.

Manufacturer narrative:
Functional testing of the door latch sear using the event administration set and then using a new unused set confirmed that the sear pulled the slide on the safety clamp fitment when the module door was opened, stopping fluid flow in the tubing as expected.